Manufacturer narrative:
The subject device is not available

Event description:
It was reported that the guidewire was broken off during manipulation of the wire. A snare was used to remove the broken wire from the patient's body and a new guidewire was used to complete the procedure. There was no clinical consequence to the patient due to the reported event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found the guidewire was found to be in two fragments. The proximal fragment was approximately 191.0cm long the guidewire distal section was approximately 9.0cm long. The guidewire distal nitinol and core wire were separated, and the platinum coil sections were protruding through the nitinol at the separated sections. Additionally, the platinum coil was severely stretched and separated. No anomalies were noted with the guidewire ptfe (polytetrafluoroethylene) coating or the wet hydrophilic coating. Functional testing could not be performed as the guidewire was returned in two fragments. Additional information provided by the customer indicated that the device was confirmed to be in good condition after unpacking and preparation, continuous flush was maintained, the guidewire was prepared per the device direction for use (dfu), torque device was used on the guidewire and the patient's anatomy was moderately tortuous. Although the information from the customer indicate that no resistance was encountered during the manipulation of the guidewire, it is possible that the patient's moderately tortuous anatomy may have potentially required excessive torqueing and manipulation during the procedure resulting in the breakage of the guidewire distal tip. The reported issue is associated with the device that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. Therefore, an assignable cause of operational problem due to component failure was assigned to the reported event and analyzed anomalies.

Event description:
It was reported that the guidewire was broken off during manipulation of the wire. A snare was used to remove the broken wire from the patient's body and a new guidewire was used to complete the procedure. There was no clinical consequence to the patient due to the reported event.